Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid common iliac artery with moderate calcification. The omni elite stent delivery system (sds) was prepared without issue following the instructions for use. The stent was deployed and during post-dilatation, the sds balloon ruptured at 12 atmospheres. There was also resistance removing the sds through the 6f introducer sheath. The final results were good and no further post-dilatation was necessary. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance with the introducer sheath could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported resistance during removal appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.